Event description:
Event description guidant received information that this atrial lead had dislodged. Due to the dislodgement, the patient had pacemaker syndrome as there was no atrial therapy. The lead has been implanted less than 3 weeks.